Event description:
It was reported that the patient was scheduled for an MRI of her brain. The patient¿s lead had broken and was explanted about a year prior to this report. The generator was noted to have been left. MRI guidelines were being requested. Follow-up was performed to determine if the cause of the lead break had been determined, if any troubleshooting had occurred, if the products would be returned for analysis, and how the patient recovered. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05bgg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient saw their healthcare professional (hcp) and that it was not a uti that caused their patient issues. It was mentioned that they took a CT scan to check the wire to ensure it was not broken.

Event description:
Additional information reported that patient had device for one year and therapy was not working. The patient reported that the device stopped working (patient stated close to at least a year after implant, when reviewing implant date of 1st device patient stated she had thought it was implanted in (B)(6) of 2012 (not (B)(6) of 2013) after information was clarified patient stated it must have been in 2014).the patient stated that the wire broken with this device sometime in 2014. [Omitted information related to pes (B)(4): lack of therapy/device not working/pain at ins and (B)(4): pp poor comm]